Manufacturer narrative:
(B)(4). Batch # 425a31. (B)(4). Additional information was requested and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient is fine and there was no consequence in the post operative care. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired, broken, and disassembled. In addition, no battery pack was returned for analysis. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the sw2 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the reload, it is possible that damage was due to improper handling of the reload. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Event description:
It was reported that during the first firing the blade didn't arrive at the end. The reverse mode was tried without any consequence. We were unable to remove the battery. To open the instrument we used manual override and the surgery was finished with a manual echelon. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2022. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired, broken, and disassembled. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the sw2 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the reload, it is possible that damage was due to improper handling of the reload. No conclusion could be reached as to what may have caused the pcb board to be damaged.